Event description:
Unit shut down while on patient. Loss of power, no audio or visual alarm indicators activated. Staff were alerted to malfunction when patient's blood oxygen saturation monitor began to alarm, "low o2 sat". Alarm was set at 89%. Patient was manually ventilated with 100% oxygen until o2 saturation returned to baseline, 95%. Patient was placed on another vent and was stable.